Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was selected for use. However, when the device was unpacked, the stent struts were found to be lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was selected for use. However, when the device was unpacked, the stent struts were found to be lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid regions of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.